Event description:
It was reported that the right ventricular (rv) lead had a high pacing threshold. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was noted that the defibrillator conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing with environmental stress cracking was breach/breach (non-electrical), the outer insulation had cosmetic depression, there was blood in/on the helix/lobe mechanism, and apparent explant damage.